Event description:
I had an abbott medical proclaim neurostimulation system implanted in my body in early 2023. The abbott neurostimulation system comprises of pulse generator, abbott medical neurostimulation leads, which are inserted into your spine and other accessories including a controller and other items in the kit (collectively, the proclaim system) for the management of severe pain. Sometime in the (B)(6) of 2023, after months of pain relief, the unit stopped working. I tried to get a hold of the abbott rep, (B)(4), and his phone was disconnected with no forwarding information for how patients with issues could make an appointment. I called (B)(6), my pain management doctors, they were not aware that (B)(4) was no longer our representative. I waited months in pain to schedule an appointment with (B)(4), the manager in the region for abbott, who explained that (B)(4) had been promoted and that he was filling in until there was a replacement for (B)(4) position. At an (B)(6) appointment, (B)(4) found that the unit was not working due to a broken lead. He said he would program the other lead and I should get the relief and be good to go. He explained some nuances of the controller to increase pain relief and when I went to increase the level from the lowest relief of 20, up to 22, the unit sent painful shock waves down my legs into my feet. Since that meeting I have been unable to get anyone from abbott or (B)(6) to help me, other than to say I need to go back into surgery and have the leads replaced. When I asked about whether insurance would have to pay for this again, they said yes. Ask for notes of final controller adjustments and admission that one of my leads was not working by the regional manager (B)(4). I have been unable to reach (B)(4) or get (B)(6) to call on my behalf to get help with the programmable unit to see if the remaining "good" lead can be adjusted to help my pain and stop the electric shock from moving up and down my legs. (B)(6) admits there have been similar issues with other patients, i.e. Broken leads, lack of availability of anyone from abbott labs to help patients setting proper ranges on the transmitter. This is a dangerous situation where patients are left in pain, units not being replaced and the proper personnel on site to help patients with the controllers. Someone needs to look into this. The unit is still in me, not working and still send shock waves down my legs.